Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during prior to use that cardiosave intra aortic balloon pump (iabp) device would not power on. No patient involvement.